Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a lot of insulin shooting from the tubing. The patient changed the infusion set but the insulin squirted out of the tubing during manual prime once more. The priming issue occurred with several different infusion sets and reservoirs. The patient's blood glucose at the time of incident is unknown; the patient's last recorded blood glucose value was 186 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The caller could not verify if the tubing connector or the top of reservoir were wet with any fluid prior to connecting the components. There were no gaps noted between the piston and reservoir stopper during the priming process. The insulin pump will be returned and replaced.